Event description:
It was reported that a patient with a deep brain stimulation implantable neurostimulator experienced unexpected symptoms after a work shift, describing feeling "all screwed up" upon reaching their car. Upon returning home, the patient discovered that the implantable neurostimulator was turned off, despite not having turned it off and confirming it was charged prior to leaving for work. The patient was unable to explain how the device was turned off. The wireless recharger battery indicator showed 50% in the recharger application, but error messages indicated the wr was not charged enough. The following morning, the wr battery indicator was flashing red. When placed in the dock, the indicator turned solid green, but after 1.5 hours of charging, it began flashing red again when attempting to use the recharger to charge the implantable neurostimulator. The dock's power indicator remained solid green, and plugging the dock into a different outlet did not resolve the issue. During a call, the recharger briefly connected to the implantable neurostimulator but lost connection after a few seconds; after repositioning, the connection was reestablished, but the recharger soon emitted error tones and the battery indicator flashed red again. The patient reported previous difficulty charging the recharger, sometimes requiring 6-7 hours to fully charge. The issue was not resolved, and a replacement wireless recharger was requested. It was unknown if there was any patient involvement or complications as a result of the event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional info received from patient that they got the replacement recharger and new docking station. Explained to patient will need to use the new recharger in the new dock it will not work in the old dock. Walked patient through pairing the new recharger. Patient was able to start a charge session. Patient battery 50% and excellent connection.